Event description:
A physician reported a hakim valve (B)(4) was implanted via ventricular peritoneal (vp) shunt on unknown date with unknown setting. The patient had headache and complained of overdrainage symptoms when standing up, an x-ray was performed on (B)(6) 2023. The patency checked and there was no problem. It was reported that the set pressure has not been changed since 2009. As the symptoms of hydrocephalus worsened, an attempt was made to change the pressure using a neodymium magnet, however, the pressure could not be changed. The valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Hakim valve (ID 823100) was returned for evaluation. Device history record (DHR)- no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis - the valve was visually inspected, tears/cuts in the silicon housing were noted. The position of the cam when valve was received was 160mmh2o. The valve was hydrated. The valve failed the test for programming and leak. The valve passed the test for occlusion, reflux and pressure. The valve was retested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the cam mechanism and on the base plate. The cam magnets were controlled per process, the magnets passed. The root cause for the for the cuts/tears in the silicone could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the failed leak test is due to the cuts/tears in the silicone housing. The root cause for the ¿programing¿ issues reported by the customer is due to biological debris and protein build found on the cam mechanism and on the base plate.

Event description:
N/a.